Manufacturer narrative:
No product was returned for investigation and no radiographs could be provided confirming the alleged device migration. It is unknown what the patient's post-op activity levels were. The root cause of the issue is unknown but may be the result of post operative activity or improper implant selection or placement during the index procedure. Labeling review: "potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation." "Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant." "For coroent anterior tlif implants, do not position inserter past 90° with respect to the implant. Hyper angulation during impaction may result in implant disengagement. Care should be taken to ensure that all components are ideally fixated prior to closure." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed."

Event description:
A posterior fixation case was performed using a nuvasive coroent ant tlif ti interbody inserted into the l4/5 disk space in conjunction with other, unknown, non-nuvasive devices and products. During post-op follow-up the coroent ant tlif ti interbody was allegedly reported to have backed out.